Manufacturer narrative:
Reported to FDA by the pt, thus no more info will be available.

Event description:
An artelon tissue reinforcement was used for reinforcement of repair of peroneus tendon. The device was explanted on (B)(6) 2012, due to, according to the pt's own words: "severe sural nerve pain, foot, ankle and calf swelling, and severe limitation to normal leg/ankle function." (B)(4).